Event description:
Physician states pt has had five operations on her breasts for capsular formation; however, no other specifics were given. Operative report shows pt had a baker IV capsule on her left breast and the implant was removed intact.